Event description:
Customer reported, the system is intermittently displaying low ma errors and ma sensor fail errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage supply and the battery pack. System operates as intended.